Event description:
Tip cover accessory had a cut on the side - split noted at edge closest to the scissor tips and part way down the cover; split seen on video screen; tip cover exchanged with new one.